Manufacturer narrative:
D9: product received date 12/10/2024. H3: one device was returned for repair of complaint that there was an error code 41622. This device has not been serviced in the past. Review of event log found error code 41622. Visual/functional testing was performed. Error code 41622 was duplicated by functional test. The cause is debris stuck in motor gear. Removed debris from motor gear to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41622. There was no patient involvement.